Event description:
It was reported that the field representative was called to check this patient in the hospital. She had fallen and had laid in one position for three days before she was found. There were three events on the cardiac resynchronization therapy pacemaker (crt-p) that showed noise on right ventricular and left ventricular channels, and review showed occasional blips before the larger qrs. The timing of the early blip changes, sometimes matches the atrial event and sometimes does not, so do not think this is cross-talk. The patient could not move now, so isometrics were unable to be performed. Lead trends are stable and no indication of issue, and the patient had her own conducted rhythm when blips are seen. Additional information was received from the field representative that checked the patient, that indicated that the cause for the fall was unknown. The root cause for the noise was thought to be due damage to the header of the device in the fall, and an x-ray was performed with no anomalies. The device was reprogrammed to sensitivity of 4.0mv, which was larger than any noise and much less than sensed r waves. The plan appeared to be to continue to monitor, as the system remains in-service at this time.